Manufacturer narrative:
Additional information: PMA/510k: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative results with the ID now covid-19 assay performed on an unknown number of patients on unknown dates. Confirmation pcr testing was performed which generated positive results (date, platform and sample type unknown). Although requested, no further information regarding testing dates, symptoms, health impact or outcome was provided.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.